Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "bridge test fail" and "defib fault 78" messages. Complainant indicated that there was no pt involvement in the rpeorted malfunction.